Event description:
The patient called to report that patient used the suspect device to check patient's blood glucose and obtained a result of 123mg/dl. Patient felt like the result was okay and patient went to bed. Patient's family member found patient about four hours later and patient had passed out. Paramedics were called and they checked patient's blood glucose on their meter and the result was 41mg/dl. Patient was given and IV and taken to the hospital and kept for six hours for observation. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.